Event description:
It was reported during remote follow up that the right ventricular lead showed high capture thresholds and high pacing impedance. Further investigation showed r-wave amplitude variation and noise episodes with noise reversion as well. The lead was capped on (B)(6) 2021 and replaced. The patient was stable and asymptomatic.